Event description:
It was reported that the screen of the insulin pump had a scratched and there was fog under the lcd screen. The customer's blood glucose was 281 mg/dl, which was treated with the insulin pump. The customer also stated that they were having trouble with the sensor; they had to change it on the third day. The insulin pump alarmed calibration error, change sensor, and weak signal. The customer stated that the numbers on the sensor were far off. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.